Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 11.9 mmol/l. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and it was unable to prime during prime test due to faulty force senor resistor. No unexpected motor error alarm noted during prime test. The motor was tested outside the device and passed. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched and worn lcd window, cracked case at window display corners, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.